Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported an uncut side cut occurred during a lasik procedure on a patient's right eye. The surgery was completed without any problems by the surgeon. Additional information was received. Additional treatment has not yet been completed. It is unknown if there was harm to the patient or not. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. The reported event cannot be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).